Event description:
The consumer called into customer support because of her higher than expected blood glucose results. It was reported to nova biomedical that a consumer performed two back to back blood glucose tests after eating her breakfast of oatmeal. The received a result of 'hi' (greater than 600 mg/dl) on her blood glucose meter, she immediately performed another test using the same meter and strips from the same vial getting the following results, the consumer went to her clinic because she did not believe the reported results to be accurate. Based on the blood glucose results, the consumer went to her clinic because she did not believe the reported results to be accurate. The clinic performed back to back tests using their unknown brand meter getting an 84 mg/dl and 78 mg/dl. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our direction for use.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Tst strip # 1020814091, expiration date: 04/2016, control solution lot# none, per label copy / package insert. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.